Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c124ee, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4). Product ID: etlw1620c156ee, serial/lot #: (B)(4), ubd: 26-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the chevar endovascular treatment of an unknown size abdominal aortic aneurysm two days post implant, it was reported the patient had a hematoma at the left axillary access site. The event was treated with a heparin ointment and was resolved 3 days later. The site assessed the event as not related to the device but causally related to the procedure. No additional clinical sequalae were reported and the patient is fine.